Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a opened wound under the lifevest equipment. Patient described the area as oozing fungal rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin powder and oral diflucan for the skin irritation. Follow up indicated that the skin irritation improved.